Event description:
It was reported that during a device change out it was noticed that the right ventricular (rv) lead had high impedance. The new device was implanted and the rv lead still showed high impedance. On a later date the rv lead was capped and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary: (B)(4) the actual device was not received for evaluation. We did receive performance data collected from the device and have analyzed the data. Impedance - high resistance/impedance 2 - patient alerts for svc (hvx) lead z > 200 ohms on (B)(6) 2012 03:00:05 and (B)(6) 2012 03:00:04. Daily pace impedance log data shows an abrupt increase for max svc = 59 to 16382 ohms peak between (B)(6) 2012. Sensing - oversensing 32 - ventricular nst<=210 ms between (B)(6) 2012 00:14:44 and (B)(6) 2012 09:41:35. 5 - vf<=200 ms average v-cycle between (B)(6) 2012 02:00:17 and (B)(6) 2012 19:30:23. Sensing - interference/noise. Ventricular short interval count v-sic=341.7 counts avg/day, in 7 days, between (B)(6) 2012 11:57:53 and (B)(6) 2012 10:45:05.